Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle breaks off or pulls out. The following information was provided by the initial reporter : the customer reported the needle npe was broken and was trapped in the rubber part of the pen.

Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle breaks off or pulls out. The following information was provided by the initial reporter : the customer reported the needle npe was broken and was trapped in the rubber part of the pen.